Event description:
Approximately one year and five months post heartware lvad implantation, the site reported that the patient experienced a pump stop while attempting to exchange one of his batteries. The controller sounded a continuous alarm and the screen went blank. The patient reconnected a battery and the system restarted. Patient also reported that his system was changing power sources earlier than expected days prior to the event from port 1 to port 2. Preliminary log file analysis by a heartware field service engineer confirmed controller power up/motor start on the day of the reported event. The controller and batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The controller and batteries were returned to heartware; the devices were exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned devices passed visual and functional testing. A review of the controller log files confirmed a critical battery alarm as described by the patient and potential switching events. Additionally, controller log files revealed that the controller lost power once on the reported event date, therefore confirming the reported event. This caused the controller's lcd to go blank with a high priority audible alarm as described in the complaint description. Applicable risk documentation and experience with events of similar circumstances were considered; events with inappropriate power switching are most often attributed to corrupt communication between the battery and controller.